Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support again if any malfunction code appears in the future.